Event description:
New information stated that low impedance and noise had been noted prior to the discovery of the insulation anomaly.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.